Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient switched to backup system controller after witnessing smoke coming from a damaged part of the battery connection cable. The system controller was unable to be interrogated. The controller would be returned for evaluation.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of smoke coming from the system controller white power lead was confirmed. The heartmate 3 system controller (serial number: (B)(6) was returned for analysis and a cut along with burn marks around the cut was noted on the white power lead. The system controller underwent preliminary and functional testing and did not pass. Upon connecting the system controller with the system monitor, the reported event of smoke coming out of the damaged white power lead was reproduced. A digital multimeter (dmm) was then used to check continuity of the individual conductors within the system controller power leads. It was found that upon manipulation, the green and black conductors within the white power lead were measured to have elevated resistances. An insulation tester was then used to assess potential shorting between conductors. It was found that both the green and black conductors were shorted to the shielding of the cable, and also shorted to one another. This short resulted in the smoke being produced from the cable. The system controller power leads were replaced with a pair of test power leads in order to complete testing. The system controller was able to operate as intended. The system controller was able to run a mock loop for an extended period. No further troubleshooting was performed. Multiple good faith effort attempts were sent to retrieve additional information regrading if the system controller exchanged resolved the issue; however, no response was received. The root cause of the reported event was determined to be due to the green and black wires being shorted to the shielding; although not conclusively determined, the cause of the damaged conductor appears to be consistent with the repetitive flexing of the cable over time. The device history records were reviewed for the system controller (serial number: hsc-106688) and it was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate 3 patient handbook (rev. D) section 6, entitled "caring for the equipment", describes the importance of protecting the system controller power cables from kinks, sharp bends, and repeated bending. Heartmate 3 patient handbook (rev. D) section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller and the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.